Event description:
The customer's family member called to report that the pt was hospitalized for high bgs. Family member stated that they reviewed twice if the basal rate was set up properly. The family member was in a hurry and did not want to troubleshoot the pump. It was indicated that the customer does not know why their bgs were high.